Manufacturer narrative:
Evaluation summary: the reported condition of a colleague pump with speaker test failure was confirmed during eval, and was determined to have been caused by a defective user interface module (uim) printed circuit board (pcb). The device was returned unrepaired, due to the customer's refusal of the service estimate. No further action will be taken regarding this event.

Event description:
The facility reported a colleague infusion pump exhibiting a speaker test failure, in which the "third beep does not go through" during biomedical testing. No pt injury or medical intervention was associated with this report. No additional information is available.